Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device was leaking oil. The device was not being used during surgery. There were no injuries but it is unk if medical intervention occurred. There was no add'l info provided.